Event description:
Device malfunction: stent misplaced. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during a right internal carotid artery stenting procedure, the stent would not advance after pre-dilatation. The stent was removed and predilatation of the lesion with a longer and larger balloon was completed allowing the stent to advance successfully. However, the stent jumped cephalad during deployment requiring the placement of a second stent. Additionally, the same day post procedure, the pt experienced both hypotension and confusion, requiring dopamine overnight. A CT scan of the head was performed with results of an old right temporal infarct, no changes. The pt has a history of confusion and has been diagnosed with dementia. Two days post procedure, the confusion resolved and the pt was discharged to home. No additional info was provided. Study event.

Manufacturer narrative:
The device remains in the pt. The lot number was provided. Review of the device history record did not reveal any non-conformities which could have been contributed to this complaint. Without the return of the device, a root cause could not be determined. The usage of the same stent after attempting predilating and a second predilatation, may have contributed to the stent being misplaced, as the safety and efficacy of the device may have been compromised.